Manufacturer narrative:
(B)(4). Evaluation: results: (the root cause of the event is undetermined), (occlusion).

Event description:
The physician deployed a 3.0mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent to a pt to treat a lesion in the left anterior descending. The stent was well apposed to the wall with no stent mal-apposition reported. Approx three days later, the pt presented with an occlusion. Information provided confirms that the pt was resistant to the plavix administered and the physician stated that the event was not related to the stent. The pt is reported to be fine and no clinical sequelae were reported.